Event description:
On (B)(6) 2013, the patient reported that she had several infusion sets that occluded during use and her infusion device correctly displayed e4 (occlusion error). On (B)(6) 2013, her blood glucose level became elevated to around 500 mg/dl and a friend took her to the hospital. She stated that she would not have been able to self-treat. At the emergency room, her blood glucose level was 680 mg/dl and she was treated for 21 hours with IV's of two different types of insulin. The patient's normal blood glucose range is 68-88 mg/dl. She was released from the hospital on (B)(6) 2013. The infusion sets were replaced and were requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified. No product was returned.